Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (concentration 500mcg/ml; dose 200mcg/day; lot unknown) and bupivacaine (concentration 20mg/ml; dose 8mg/day; lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain andpost laminectomy syndrome. On (B)(6) 2015 the patient though they saw an 8740 code on the personal therapy manager (ptm). The last pump refill was on (B)(6) 2015 and the next pump refill was not until (B)(6) 2016. It was noted that elective replacement indicator (eri) was 24 months. The patient spoke with the doctor on the phone on (B)(6) 2015 at which time the patient had increased back pain and was crying. A pump alarm was also heard which was occurring every hour. The patient was seen on (B)(6) 2015 at which time the hcp interrogated the pump and reviewed the event logs which revealed a motor stall had occurred (B)(6) 2015 at 2006 with a recovery(B)(6) 2015 at 0945. The patient had not been in contact with electromagnetic interference (emi) but was at home with their family. The cause of the motor stall was unknown. Due to the motor stall, the hcp elected to replace the pump which occurred on (B)(6) 2015. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the device also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft-bearing. Corrosion and moisture were found on gear wheel three.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.